Event description:
It was reported that during an initial knee procedure, a tasp broke while it was being removed from the patient. There was no harm or impact to the patient and the surgery was completed without the trial being needed.

Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the product found it to exhibit signs of repeated use (nicked or gouged) and the post feature has fractured off. Not all pieces have been returned. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history identified no additional similar complaints for the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.